Manufacturer narrative:
(B)(4). Batch # r93l4e. Investigation summary: the device a was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. There were no alert screens displayed at any time during testing. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. However, when the device was disassembled and it was found that there was a cracked internal component; the y-link. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, both devices an error was displayed: bad connection, restart is required. No patient consequence.